Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy drain and abdominal pain. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began home treatment with intraperitoneal (ip) cefazolin 5 milliliters per bag, (loading dose) and ip cefazolin 1.25 milliliters per bag, (maintenance dose, frequency and duration not reported) and ip gentamicin 0.2 milliliters per bag, (frequency and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report the patient had clear drain without any episodes of fever and abdominal pain (final outcome not reported). On an unreported date the patient was retrained and reeducated in properly performing their exchanges. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up, it was reported on an unknown date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.